Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient presented with epithelial ingrowth in the left eye, six weeks following lasik surgery. The patient was asymptomatic. In a follow up, the technician reported that event is improving with no additional treatment and the patient will return for follow up.